Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 225 mg/dl. The customer reported multiple unexpected restarts by the insulin pump. The customer also reported multiple no delivery alarms from the insulin pump during prime. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump had an alarm during battery insertion due to poor solder joint on interface board. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the excessive no delivery test due to prime and fill anomaly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.